Event description:
Pt unknown-daughter of unknown pt called and alleged that product was not packaged right-that her father had possibly injected himself because of his poor eyesight with a marked 1/2 cc syringe that was packaged in a 1cc (10 pack) causing him to not get his correct dosage and possibly causing his recent stroke. Daughter stated that she had a 1cc 10 pack her mother had sent her with clearly marked 1/2cc syringes inside. Daughter stated product was all individually and clearly marked only 1/2cc were in 1cc (10 pack).